Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the strike plate to be fractured from the handle body. Impact marks were observed on all sides of the handle body and strike plate. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the fractured device is noted in sem#1901-017 and zrm_wa_0488_18 as a tensile overload failure. The device was determined to be conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to surgery, it was noticed that the instrument handle was fractured. No adverse event noted to patient. Attempts were made to obtain additional information; however, none was available.